Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt's implantable neurostimulator battery was "not working," and a possible end of service (eos) had occurred, after approximately eight to nine months of use. The pt's physician attempted to reprogram the pt. The pt's device and lead were removed and replaced. The pt was, then, "doing well with improved symptom relief." Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.